Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for detached bypass tube since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. There was no health damage for the patient. There were no other devices or equipment used with the reported product.